Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4). Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the device was functioning and depleting normally, and no problem was detected.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. Additional information received from the field representative indicates that the patient had excessive bleeding and hematoma as well as many other medical issues and poor hygiene. There were no additional adverse patient effects reported. The crt-d was explanted.